Event description:
It was reported that the excessive fiberlife message was rec'd (at 72,167, 53,420 and 74,000 joules of use respectively), while using each of three fibers during a prostate procedure. The procedure was completed using an alternate procedure (turp). Patient outcome: patient status listed as "no adverse outcome."